Event description:
A malfunction alarm, specifically alarm 20, was reported during the pumping process. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised to switch to multiple daily injections as a backup therapy, and technical support arranged for a pump replacement. The customer was informed on how to set the current pump into storage mode and agreed to return it using a pre-paid label within ten days.